Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that since implant, patient has been having difficulty in charging the ins due to the ins was implanted at a tilt. No symptoms and no further complications were reported.